Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg standards as well as high level urine standard. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The serum quant for the patient was reported as 413 miu/ml. A dilute urine sample may make the hcg quant level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below the cut-off of 20 miu/ml. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Because the specimen associated with the complaint was not returned for investigation, a root cause could not be determined based on the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient tested at home using an over-the-counter pregnancy test and received a positive result. On (B)(6) 2017, the patient went to the facility to confirm the pregnancy. A urine sample was collected and the consult hcg urine/serum combo produced a negative hcg result. A serum sample was drawn the same day and produced a quantitative hcg result of 413 miu/ml. Troubleshooting was performed with the customer. Limitations, such as hydration status, were discussed as very dilute urine specimens may not contain high enough levels of hcg to produce positive results.